Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed de novo lesion in the proximal left anterior descending (plad) artery. The lesion was pre-dilatated with 2 mini trek balloon dilatation catheters (bdc). Then a 2.5x23mm xience xpedition drug eluting stent (des) was deployed at the lesion. Post-implantation, a dissection was noted at the distal end of the lesion. A 2.5x15mm xience xpedition des was implanted to cover the dissection and successfully complete the procedure with a timi flow of iii and no residual stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.